Manufacturer narrative:
It was reported that the d850 table allegedly would not complete the preset chair position and instead went into reverse trendelenburg on it's own. A stryker field service technician (sfst) was dispatched to investigate. While onsite, the sfst performed a mechanical evaluation and was able to replicate the complaint. The kidney sensor was found to be out of balance and the sfst rebalanced the kidney and the table was returned to the customer for full use. In section 4.3 of the IFU it states the normal function of the back plate (back); the back function stops at an upward angle of 20° if the kidney elevator is in use (regardless of its height). An unbalanced kidney would indicate to the table that the kidney is in a position that it may not fully be in (one side is slightly up more than the other). This is a normal feature as part of the collision detection built into the table. There was no injury or adverse consequences reported.

Event description:
It was reported that the d850 table allegedly would not complete the pre-set chair position and instead went into reverse trendelenburg on it's own. There was no injury or adverse consequence reported.